Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after a cartridge leak was observed at the bottom of the insulin cartridge, and the caregiver had been connecting the cartridge to the connector prior to placing it in the ilet housing; troubleshooting and education on proper cartridge loading were provided, no alerts or alarms occurred, and supplies were switched, after which glucose began to decline. Symptoms included elevated blood glucose with a recorded peak of 297 mg/dl. Outcomes included prolonged hyperglycemia outside target for approximately 8 hours without ketone testing, without medical intervention, and with use of backup assistance limited to a supply change. Investigation included user interview, review of use technique, and on-call troubleshooting. Investigation of this case revealed evidence of an insulin leak and user technique inconsistent with instructions for use. It was concluded that the event was likely due to improper cartridge loading leading to leakage and underdelivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.